Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00316, since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) -year-old male. Medical history was reported as none. Concomitant medications included an unknown medication for unspecified complications. The patient received an unknown type of human insulin (rdna), from a cartridge via a reusable pen (unknown humapen), 16 iu in the morning and 16 iu at night subcutaneously, for the treatment of diabetes, beginning on an unknown date. Sometime, while on human insulin, he had diabetic foot, as well as bad eyes and ears caused by unspecified diabetic complications. Also on an unknown date, he was hospitalized every year to regulate blood sugar (it was unclear if the hospitalization was for treatment reasons or elective). Details regarding hospitalization, including diagnostic/ laboratory tests performed were not reported. In 2015, the unknown humapen had an unspecified malfunction (product complaint (B)(4)/lot unknown), and was replaced by a humapen ergo teal with clear cartridge holder. On (B)(6) 2016, the injection screw for the humapen ergo would not fall out automatically (product complaint (B)(4)/ lot 0601a01). On (B)(6) 2016, he discontinued human insulin for an unknown reason. Information regarding corrective treatment, outcome of the events and human insulin treatment status after discontinuation was not provided. The user of the unknown humapen and humapen ergo, and his/her training status were unknown. The general device duration of use was not provided. The duration of use for the unknown humapen was not provided. The duration of use was approximately one year. The action taken with the device and its return status were unknown. The reporting consumer did not know if events were related to human insulin treatment. Update 28nov2016: additional information from the initial consumer reporter from the original report date of 21nov2016 (provided by the global product complaint safety database) added the product complaint information and the complaint numbers; updated the device associated with lot number 0601a01 to a humapen ergo teal with clear cartridge holder; updated the medwatch and (B)(4) required device reporting elements; and updated the narrative. Update 01dec2016. Follow up received 01dec016 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the (B)(4) device information, updated the (B)(4) device and the narrative was updated accordingly.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 14dec2016 in describe event or problem. No further follow up is planned. This report is associated with 1819470-2016-00316, since there is more than one device implicated. Evaluation summary a male patient reported the injection screw of his humapen ergo device "would fall out automatically." He experienced abnormal blood glucose levels. Investigation of the returned device (batch (B)(4), manufactured january 2006) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) male. Medical history was reported as none. Concomitant medications included an unknown medication for unspecified complications. The patient received an unknown type of human insulin (rdna), from a cartridge via a reusable pen (unknown humapen), 16 iu in the morning and 16 iu at night subcutaneously, for the treatment of diabetes, beginning on an unknown date. Sometime, while on human insulin, he had diabetic foot, as well as bad eyes and ears caused by unspecified diabetic complications. Also on an unknown date, he was hospitalized every year to regulate blood sugar (it was unclear it the hospitalization was for treatment reasons or elective). Details regarding hospitalization, including diagnostic/ laboratory tests performed were not reported. In 2015, the unknown humapen had an unspecified malfunction ((B)(4)/lot unknown), and was replaced by a humapen ergo teal with clear cartridge holder. On (B)(6) 2016, the injection screw for the humapen ergo would fall out automatically ((B)(4)/ lot 0601a01). On (B)(6) 2016, he discontinued human insulin for an unknown reason. Information regarding corrective treatment, outcome of the events and human insulin treatment status after discontinuation was not provided. The user of the unknown humapen and humapen ergo, and his/her training status were unknown. The general device duration of use was not provided. The duration of use for the unknown humapen was not provided. The unknown humapen was not returned. The humapen ergo was returned on 29-nov-2016, and no malfunction was found. The reporting consumer did not know if events were related to human insulin treatment. Update 28nov2016: additional information from the initial consumer reporter from the original report date of 21nov2016 (provided by the global product complaint safety database) added the product complaint information and the complaint numbers; updated the device associated with lot number 0601a01 to a humapen ergo teal with clear cartridge holder; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 01dec2016. Follow up received 01dec016 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss) for the unknown humapen, updated the european and canadian (EU/ca) device information, updated the european and canadian (EU/ca) device and the narrative was updated accordingly. Update: 12dec2016: upon review, the case was opened to update the product complaint information in the narrative to state the "humapen ergo would fall out automatically" instead of "humapen ergo would not fall out automatically". Update 14-dec-2016: additional information received on 13-dec-2016 from the global product complaint database added the device specific safety summary, manufactured date, and return date for the humapen ergo; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.